Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: n/a. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer was inquiring about an insulin syringe ¿that seems to be longer¿. No further information. There was no report of injury or medical intervention.